Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015 at an unspecified time, when blood glucose readings of ¿300, 375, 188 and 370mg/dl¿ were reportedly obtained using the subject device which the patient alleged were inaccurately high compared to her feelings and/or normal readings. The patient stated that she manages her diabetes using a combination of medications, specifically ¿glipizide, metformin 500mg and humulin¿ and on an unspecified date/time reportedly increased her humulin dose by an additional ¿5 units in the morning and 10 units at night¿ in response to the alleged meter issue. The patient reported experiencing symptoms of ¿dizziness, shaky and hungry¿ an unspecified amount of time after the alleged issue began. It is unclear if the patient received any form of medical intervention in response to the reported issue. The patient confirmed that her blood glucose was not measured using any other device. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure and the test strips were not expired. The csr was unable to walk the patient through a control solution test because the csr noted that the patient¿s control solution had expired. In a related complaint the patient reporting obtaining control solution test results of "30 and 116mg/dl" which are below the range specified. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.